Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) ablation procedure, and a hemostic valve separation occurred. It was reported that the white hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off and was floating in the clear part of the hub. The caller replaced the sheath and the case continued without patient consequences. The hemostatic valve did not breat into two or more pieces, it did not detach and it was not being used on the patient at the time of the event. On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2020, visual inspection found the hemostatic valve was found dislodged inside of hub.this finding was assessed and determined it continues to be deemed MDR reportable.

Manufacturer narrative:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. Device evaluation details: the device evaluation has been completed. The returned device was visually inspected, and the hemostatic valve was found dislodged inside of hub. This finding continues to be deemed MDR reportable as it is consistent with the customer¿s reported issue. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggest that the dilator was tried to be introduced not on a straight position as indicated on the odp: according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001342 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The customer also provided a photo of the complaint device to aid in the investigation. According to photo provided, the hemostatic valve was observed folded inside the hub. The customer complaint was also confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).